Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned only the filter; no other supporting devices or components were returned to argon. Visual inspection of the filter did not find any damages to the filter. Functional testing of the device identified no issues. Filter was placed in water for 1-2 seconds and filter opened without any issues. The product complaint mode could not be duplicated during the evaluation, and this complaint could not be confirmed. No further evaluation is needed at this time and no corrective action is required because a manufacturing defect cannot be confirmed.

Event description:
The anchor foot of the filter is not unfolded inside the body.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
During the insertion of the femoral vein filter, the surgeon assembled the dilator with the transport sheath, causing the tail end of the transport sheath to scatter (as shown in the picture). Previously, there were two times when the filter was inserted using products of the same batch number, and the contrast agent and blood flowed out from the side hole through the tee on the transmission sheath for contrast, while the sheath cap was covered.